Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper case was damaged, broken, contaminated and corroded, the lower case was broken and contaminated, all control knobs as well as the heart block were contaminated, both bail covers, the atrial output connector, the battery drawer and the ring cover were broken, the lead flex cover as well as the heart lead flex were corroded, both battery contacts were compressed, both bails and the ring were missing, the serial number label was damaged and contaminated and the encoder flex was damaged and corroded. (B)(4).